Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced driveline fault alarms on (B)(6) 2022. X-rays of the driveline were taken and nothing unusual was observed. The patient's system controller was exchanged; however, the alarms did not resolve. The patient was not a transplant or surgical candidate, so the alarms were silenced.

Event description:
Related manufacturer report number: 2916596-2023-01418.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed persistent driveline (dl) fault alarms. Although a specific cause for these events could not be conclusively determined through this evaluation as no product was returned, based on previous complaint history and similarly reported events, the observed driveline fault alarms appeared to be consistent with potential driveline wire compromise. The system controller log files contained data from 16dec2022 through 21dec2022. Persistent, silenced dl fault alarms were captured prior to and following the reported controller exchange, which corresponded with yellow wrench advisories. Electrical continuity data recorded in the submitted log files during the dl fault alarms showed that the values for phase 3 were significantly higher than the values for phases 1 and 2, suggesting a potential wire conductor breakdown issue with the red wire in phase 3. No other notable events or alarms were captured. Despite the observed events, the pump appeared to function as intended and operated above the low speed limit for the duration of the files. The account reported that since the patient was not considered a transplant or surgical candidate, possible treatment options included leaving the patient on the redundant wire or having a distal-end driveline repair performed. The alarms were silenced but remained ongoing, and patient was ultimately sent home in stable condition. No information regarding a dl repair has been reported to date. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook, are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as how to respond to such events. Section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.